Event description:
The customer reported that the tubing was leaking during an amiodarone infusion; upon investigation the rn found a pin hole in the pumping segment of the set. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.